Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Complaint condition not confirmed as the sample was not available for evaluation. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce intermate lv100 device had ruptured towards the end of patient therapy. According to the report, roughly 10ml of solution remained in the housing of the device. There is no report of patient injury or medical intervention. No additional information is available.